Event description:
Fiber melted away / broke off and melted the sheath during the procedure.

Manufacturer narrative:
Lot history record review: the lot history record was reviewed for any abnormalities which, may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. Review of returned sample: the sample was returned for eval and the following was observed: the fiber was returned locked into the sheath. The end of the fiber had been cut. Only 35cm above the fiber lock is present. The distal end of the fiber and the sheath are burnt. The fiber was removed from the sheath. The fiber is 68.3cm distally from the fiber lock. The tip of the fiber broke off. There is only about 1mm still attached. The complaint info and sample were sent to biolitec for further eval. Conclusion: the complaint investigation is currently ongoing at this time. Findings of the investigation will be reported at the conclusion of the investigation. Frequency has increased but the severity of this event is not greater than usual.